Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the angio-seal device was attempted to be deployed by pulling the sheath back, there was notable resistance, and the physician did not think she could pull back on the sheath due to too much resistance. Therefore, the physician cut the tube between the angio-seal sheath hub and the angio-seal device. This allowed the physician to remove the sheath and angio-seal device housing, clamp the suture and pull back to manually deploy the angio-seal, and tamp the collagen down appropriately. The physician believed the angio-seal was successfully deployed and the patient had no negative outcomes. The procedure performed was coronary angiogram. No blood loss was reported. There was no patient injury and/or require medical or surgical intervention.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update to section d9 as the sample is no longer available, a correction to section h3 as the incorrect radio button was selected on the initial report, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that suture lockup occurred, although this was unable to be confirmed since the sample was not available. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).